Event description:
This report is based on information provided by field service engineer fse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating that three lead cables broke off into the monitor.

Manufacturer narrative:
Updated component code grid to match investigation from electric port to cable, electric.